Manufacturer narrative:
No sample is available for evaluation. A review of the complaint log shows that this is the only complaint associated with the reported lot number. Manufacturing review of the device history record for the reported lot shows that all units were quality released on 6/12/2017 having met all internal qc acceptance requirements. All sterilization records, and bioburden testing indicate successful sterilization process, and passing "lal" and product sterility results allowed the lot to be released having met all criteria for manufacturing release. A review of supplier component lots used in the build for the lot listed above reflected non-conformances associated with the component lot used, however these units were removed from the lot prior to the supplier shipment and cormatrix inspection, so there was no impact on the reported issue. It was stated that the patch was soaked for 10 minutes. Per the IFU that was packaged with the lot (part #20438-032514) it states under "warnings and precautions: excessive hydration may result in delamination. If delamination is observed, do not use the cormatrix ecm." Also under "suggested instructions for using the cormatrix ecm: 3. Hydrate the cormatrix ecm by placing it in a bowl of sterile saline or other isotonic solution for approximately 1-2 minutes prior to use." The exact root cause cannot be conclusively determined, however excessive hydration times above the recommendation from the IFU could have contributed to the reported issue.

Event description:
It was reported that a (B)(6) male had a femoral endarterectomy on (B)(6) 2017 using model #cmcv-014-609, lot # m17e1119. Per the facility, "the patch was opened and placed on the back table to soak. According to the tech, about 10 minutes lapsed (while the ecm was soaking in saline solution) before the surgeon was ready to suture the patch. As he was beginning to sew in the patch, the product began to delaminate along one of the ends and then peeled apart easily. The ecm patch was discarded. A new patch was opened, soaked for 1 minute, and sutured without incident. There were no obvious repercussions for the patient other than adding 10 minutes to the case."